Event description:
It was reported that the device exhibited a set load error. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in overall good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.